Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a frozen display on the insulin pump. Customer stated that the time does advance. Customer also reported an issue was the buttons not responding and the insulin pump being stuck on the utilities screen. Customer's current blood glucose reading is 124 mg/dl. No further information reported.